Manufacturer narrative:
There was approximately 4 months from when the CT scan was taken to when the implant was attempted to be implanted. During that time, bone or tissue growth could have occurred, possibly allowing the implant not to fit was expected. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient matched implant did not fit the patient as expected, therefore it was not implanted in the patient. The surgery took 1 to 1.5 hours, with the result the implant was not used.